Event description:
Graft implanted as forearm shunt for dialysis access approx 4 1/2 yrs ago. A ruptured pseudoaneurysm rendered the shunt non-functional, necessitating removal. According to health care professional, this was an unexpected end-of-life for the shunt.